Event description:
During treatment, the doctor noticed a small black dot in the membrane. The tip was replaced, and the treatment continued without further incident. The patient developed small, pinprick, red circular burns. Patient's condition resolved within one week of onset.

Manufacturer narrative:
The treatment tip that was used on the patient was returned for investigation. During investigation, it was discovered that the treatment tip had a black burnt mark on the surface of the treatment tip. Thermage has identified the insufficient use of coupling fluid during the procedure to be a source of this membrane breakdown. To address this issue thermage has provided additional training in the form of a technical bulletin. Thermage has provided usage guidelines for the coupling fluid in this technical bulletin and has begun to supply the coupling fluid in a larger container size to accommodate for increased usage of the fluid.